Event description:
Customer reported a blood glucose result of 82 mg/dl on the aviva system after which she ate a handful of grapes. She reported additional blood glucose results of 371 mg/dl and 474 mg/dl within 10 minutes on the aviva system. Customer reported no further treatment or action based upon the results. No adverse event reported in relation to this discrepancy. A request was made for the return of the system, replacement was sent.